Event description:
The customer called to report that she had been experiencing high blood glucose levels. The reported blood glucose reading was 600 mg/dl at the time of the call. Troubleshooting was performed and found that the reservoir was leaking insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.